Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient mention that they turned their device off in (B)(6) because they experienced leg and foot cramps and that after a week, the cramps went away. They also reported that the leakage has not worsen nor get better. Patient would be seeing a doctor on (B)(6) 2019 but the date of the surgery has not been scheduled. No further complications were noted or anticipated .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). The patient reported that this interstim will be remove because it doesn't do anything. She also mentioned that she already done a lot of paperwork's reporting her concern about her device. There were no further symptoms or complications reported or anticipate.